Event description:
Pt's mother called at 1:00 pm on 12/19 to notify rn that the tubing leaked when her husband infused the 12 noon dose, of IV antibiotic. Rn visited pt and changed extension tubing due to crack in the distal end of the extension, where leur locks onto the cap. In speaking with rn who applied the extension, they started "the first extension they put on did the same thing, so they changed it."